Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.50mmx16mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16x3.50 rebel stent was advanced for treatment. However, it faield to cross the lesion and the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The proximal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.50mmx16mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16x3.50 rebel stent was advanced for treatment. However, it failed to cross the lesion and the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.